Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed, it was stated that the buttons were unresponsive. Instructed the mother to change the battery, but the insulin pump did not alarm, and the time was not advancing. Advised the mother to discontinue used of the insulin pump and revert to back up plan. No further info was provided.